Manufacturer narrative:
An event of patient effects heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had no prior medical history of rbbb/lbbb or atrioventricular block. The length of the membranous septum was 5.6mm and there was no calcification confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). The patient's other anatomical measurements are diameter of valsalva - r: 28mm, l: 28mm, n: 30mm; height of valsalva - l: 16mm, r: 17mm; effective orifice area - 386cm2; perimeter of annulus - 71mm, ascending aorta diameter - 32mm. During the procedure, while the ds was being manipulated within the left ventricle (lv); contact was made with the membranous septum but there was no damage reported to the patient¿s anatomy due to this interaction. However, the patient went into complete atrioventricular block (cavb). The valve was then implanted at a depth of 5mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). To observe the patient's response to the event, a temporary pacemaker was implanted. It was noted that since the patient was on bypass, it was unable to answer if the patient remained hemodynamically stable throughout the procedure or not. However, there was no clinically significant delay noted. On the following day, a permanent pacemaker was implanted to resolve the event. The patient did not have a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient's status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.